Event description:
It was reported that the device went into bvvi mode while trying to upgrade pacemaker firmware for the cybersecurity update. The patient was asymptomatic. A device firmware download was performed to set the device to nominal settings and restore the parameters. During the download, an error message was displayed, preventing rn from interrogating the device. The issue was resolved by downloading the device back to the original firmware. Patient will continue to be monitored.